Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, smoke was observed coming from the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated. The device was put through extensive testing without duplicating the report. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. The battery involved was not returned as part of this investigation. No trend is associated with reports of this type.